Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, it was noted that the pulse generator was missing a set screw. The device was not used and a new device was implanted. The patient was in stable condition.

Event description:
New information noted that the patient had a new device implanted on (B)(6) 2018, as a replacement device was not available on the original day of implant. The patient was in good condition during and post procedure.

Manufacturer narrative:
The reported event of setscrew missing was confirmed. Device was received without atrial setscrew and septum was severely damaged. Analysis suggested that the missing setscrew and the large septum pull-out hole consistent with damages resulted from incorrect torque wrench insertion that caused the setscrew stuck to the hex wrench tip. When trying to remove the torque wrench from the device, the setscrew was pulled out and caused further damage to the septum. After installing a replacement setscrew, normal device functionality was observed. There were no device anomalies found that would have contributed to the issues reported from the field.